Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011. Correction to parent record: (B)(6) the correct aware date (g3) is: 13-feb-2023. Additional, changed, and/or corrected data.

Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the device noted brown particles and biological tissue on the shell of the device. Additional analysis noted a flat crease on the shell. A weight measurement was performed and found the device to be within specifications at 211.9gm. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted and replaced.